Manufacturer narrative:
(B)(4). A complete lead cut in two parts was returned, the lead was cut in field. Analysis was normal. No anomaly was found.

Event description:
It was reported that there was an increase in lead impedance. On x-ray no damage or abnomalities were seen. The patient was in good condition before and after the event.